Event description:
It was reported that the customer had put the insulin pump in the washing machine by mistake. Customer stated that the buttons were unresponsive. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was also advised to contact a hospital for a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.